Manufacturer narrative:
(B)(4). Information was not provided by contact. (B)(4). Additional information: the clinicians at the site indicated the event was not caused by the sedasys system rather the act of sedation itself. Oversedation occasionally occurs, irrespective of the sedation methodology used. After reviewing the available information we have concurred with the site that the oversedation was not caused by the sedasys system. We have elected to report the event due to the bag mask ventilation to be consistent with our post-approval commitment to FDA. Specifically, the incidence of bag mask ventilation is a secondary endpoint of one of two required post-approval studies. The event reported did not occur in that clinical study, as that study is not slated to start until late 2016.

Event description:
It was reported via a presentation at a regional gastroenterologist meeting that the patient was undergoing an egd procedure with sedation administered with the sedasys system. The event required bag mask ventilation due to oversedation. Additional information from the site indicated that the oversedation led to transient oxygen desaturation that was resolved with bag mask ventilation. This can occur with other modes of sedation. The event did not require calling for a code team or involving an anesthesiologist to manage the airway. There was no patient injury resulting from the event and the patient was routinely discharged from the facility the day of the procedure.